Event description:
Rptr's surgery was done on 8/24/92. Since surgery, rptr has fluid in her ears and swelling and puffiness around each implant areas, vision is blurred, and she is not able to read more than a minute at a time. She has severe headaches and dizziness, swollen glands in neck and behind ears, neck and back pain, fever (99-101 degrees), pain when chewing and eating, indigestion and heartburn because she can't chew her food properly. She has ear pressure all the time and ear pain, sinus problems, not able to be in crowds, personality changes, depression, noise and pain when opening and closing mouth.